Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product evaluation visual inspection that the instrument is difficult to close when fully opened as reported in the complaint. Once reduction starts, it operates as intended. The release lever also initially took a lot of effort to get to release but now operates as intended. There are some minor scratches on the sides of the barrel and some brownish residue on base of the rear handle around the post for the release mechanism. The DHR was reviewed and no issues that would have resulted in this complaint were found. Based on the investigation performed here on prior complaints for the same part and lot number, this complaint is valid. A CAPA risk assessment was completed for the identified non-conformance. Based on the results of this risk assessment a CAPA will not be initiated. The manufacturing evaluation revealed that the persuader operated properly after a light oiling of both sides of the hinges.

Event description:
It was reported that during a spine surgery, the surgeon picked two different persuaders and both instruments were sticking. The surgeon used alternate instruments to complete the procedure. This is 1 of 2 reports for this event.

Event description:
This is report 2 of 2 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.